Manufacturer narrative:
Concomitant product(s): a 5554-45 lead, implant date: (B)(6) 1999. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was at end of service due to sensing integrity counter (sic) issue short ventricle to ventricle intervals on the right ventricular (rv) lead. The device was replaced, and the lead remains in use. No patient complications have been reported as a result of this event.